Event description:
Initial result for a vancomycin was 41.7 ug/dl. When repeated, the result was 8.5ug/dl. The incorrect result was not used to guide therapy. The field service representative found bad valves on the analyzer and repaired the instrument by replacing the valves.